Manufacturer narrative:
The reported complaint of a demo/ evaluation m2 system inadvertently displaying a pm reminder on the screen when turned on or when attaching a pump module was confirmed and replicated during the investigation. Testing indicates that following a new data set activation, the pm reminder feature remains at the prior default setting until the device is power cycled. Testing on previous version 9.19 confirms similar behavior, indicating system v9.33 operating as expected. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The bd field team reported that every time that they turn on a demo or evaluation m2 - pc unit or attach an m2 pump module, the "pm due" prompt is displayed on the screen. The 9.33 demo data set was evaluated and showed that the pm reminder was disabled across all profiles. Devices requested for evaluation. There was no report of patient involvement. .